Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion in the diagonal branch. It was reported that the device detached, cracked or fractured. No patient injury reported.

Manufacturer narrative:
It is stated that everything was removed from the patient. The device was removed from the patient completely into the guide and sheath. No additional surgery or intervention was required to remove the device. Another balloon was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was a sprinter legend rx ptca balloon catheter not a resolute onyx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube 94.5cm distal to the strain relief. Several kinks were visible on the hypotube. Tactile testing confirmed kinks. The hypotube material was oval and jagged on both sides of the detachment site. There was no detachment of the balloon material. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.